Manufacturer narrative:
The reported issue was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "inadequate system design". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "place the collection canister (c) in the purewick¿ urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the purewick¿ urine collection system connector port (f) and the connector port (e) on the collection canister lid. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Connect the other end of the collector tubing securely to a purewick¿ external catheter . Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick¿ urine collection system. Replace the canister and tubing for each patient per facility protocol or at least every 60 days, whichever is sooner. Discontinue use if an allergic reaction occurs. Not recommended for users who are experiencing skin irritation or skin breakdown in device contact areas." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced urinary tract infection. Doctor advised to replace tubing twice per month. It was unknown what medical intervention was provided for the urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced urinary tract infection.. Doctor advised to replace tubing twice per month. It was unknown what medical intervention was provided for the urinary tract infection.